Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy/venotomy closure of the calcified left common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the plunger of the proglide device was removed, a cuff miss occurred. The sutures of two new proglide device were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.